Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one crack opening and fold creases. Leak test and microscopic analysis was performed which identified: one crack opening and partial delamination of valve. Based on the device analysis the final assessment is one opening crack assessed as cracked valve seat diaphragm valve, partial delamination of valve assessed as adhesive failure, and no particles in valve were found in the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation" and "particles in valve." Device has been explanted.